Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99256. Supplemental rationale. Corrected data: b5, h6, h11. 146 previously reported events were included in this follow-up record. Product return status: 130 devices were evaluated based on historical data analysis. 16 devices were received. Evaluation findings (results/components) 130 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable 8 devices: no device problem found / part/component/sub-assembly term not applicable 1 device: lubrication problem identified, overheating problem identified / device ingredient or reagent. 1 device: wear problem, no device problem found / bearings. 1 device: degradation problem identified, wear problem, no device problem found / bearings. 1 device: degradation problem identified, no device problem found / bearings. 1 device: wear problem, overheating problem identified / bearings. 1 device: degradation problem identified, overheating problem identified / bearings. 1 device: degradation problem identified, overheating problem identified / device ingredient or reagent 1 device: no device problem found, device incorrectly cleaned during reprocessing / part/component/sub-assembly term not applicable. Product disposition: 42 devices: product not received. 104 devices: scrapped by stryker.

Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 147 events were reported for this quarter. Product return status: 52 devices had investigation types that have not yet been determined. 95 devices were received. Additional information: 147 devices were not reprocessed or reused.

Event description:
This report summarizes 147 events for the failure: overheating of device. 119 events had problem identified during non-clinical procedure; there was no patient involvement. 26 events had no health consequences or impact. 1 event had minor injury/ illness / impairment. 1 event had insufficient information.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 146 events for the failure: overheating of device. - 120 events had problem identified during non-clinical procedure; there was no patient involvement. - 25 events had no health consequences or impact. - 1 event had minor injury/illness/impairment.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99256. Supplemental rationale: corrected data: b5, h1, h6, h11. 147 events were previously reported during the reporting period; however, - 1 previously reported event in this report was also reported under MFR report # 3015967359-2025-01062. - 146 previously reported events are included in this follow-up record. Product return status: 130 devices were evaluated based on historical data analysis. 16 devices were received. Evaluation findings (results/components): 130 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. 8 devices: no device problem found / part/component/sub-assembly term not applicable. 1 device: lubrication problem identified, overheating problem identified / device ingredient or reagent. 1 device: wear problem, no device problem found / bearings. 1 device: degradation problem identified, wear problem, no device problem found / bearings. 1 device: degradation problem identified, no device problem found / bearings. 1 device: wear problem, overheating problem identified / bearings. 1 device: degradation problem identified, overheating problem identified / bearings. 1 device: degradation problem identified, overheating problem identified / device ingredient or reagent. 1 device: no device problem found, device incorrectly cleaned during reprocessing / part/component/sub-assembly term not applicable. Product disposition: 42 devices: product not received. 104 devices: scrapped by stryker.